Event description:
It was reported that removal difficulties and a shaft break occurred. A percutaneous coronary intervention (pci) was performed on an 85% stenosed mid right coronary artery (rca). A 5.00 x 16mm synergy megatron was selected for treatment due to the vessel being 5.5mm large. The lesion was predilated and the stent was advanced and successfully deployed at 11 atmospheres for 20 seconds in the rca. Following stent deployment, the stent balloon was pulled at a double negative pressure, and the balloon was attempted to be removed. However, the balloon got hung up in the proximal part of the 6fr jr4 non boston scientific guide catheter. Another attempt to pull negative and pull the balloon out with great force was attempted, but the shaft of the balloon broke. It was noted that vacuum was held during withdrawal until the fracture occurred. It was noted that the target lesion was not tortuous, but the right subclavian vessel that the user was working through was very tortuous. Everything (guide catheter, wire, and balloon) was removed out of the patient. It was noticed that the balloon was still stuck in the tip of the guide, and that the balloon was fully deflated. The shaft break was noticed to be just proximal to the balloon. It was noted that there was no obvious damage observed other than the shaft fracture, and after the fact of stent deployment. The procedure was successfully completed and no patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a synergy megatron mr us 5.00 x 16mm stent delivery system catheter. A visual and tactile examination of the hypotube shaft found multiple kinks and multiple hypotube breaks. The first hypotube break was located just distal to the strain relief and the second break was located 1cm distal to the wire exchange port. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the shaft polymer extrusion. Device analysis found that the device was broken at multiple locations, multiple hypotube and shaft polymer extrusion kinks were also noted.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on an 85% stenosed mid right coronary artery (rca). A 5.00 x 16mm synergy megatron was selected for treatment due to the vessel being 5.5mm large. The lesion was predilated and the stent was advanced and successfully deployed at 11 atmospheres for 20 seconds in the rca. Following stent deployment, the stent balloon was pulled at a double negative pressure, and the balloon was attempted to be removed. However, the balloon got hung up in the proximal part of the 6fr jr4 non boston scientific guide catheter. Another attempt to pull negative and pull the balloon out with great force was attempted, but the shaft of the balloon broke. It was noted that vacuum was held during withdrawal until the fracture occurred. It was noted that the target lesion was not tortuous, but the right subclavian vessel that the user was working through was very tortuous. Everything (guide catheter, wire, and balloon) was removed out of the patient. It was noticed that the balloon was still stuck in the tip of the guide, and that the balloon was fully deflated. The shaft break was noticed to be just proximal to the balloon. It was noted that there was no obvious damage observed other than the shaft fracture, and after the fact of stent deployment. The procedure was successfully completed and no patient complications resulted in relation to this event. It was further reported that the balloon was bound up at the distal end of the guide.